Event description:
It was reported that during a heavily tortuous distal to mid right coronary artery stenting procedure, the distal lesion was pre-dilated with the 2.5x12mm otw trek balloon. The otw trek balloon dilatation catheter was taken to the heavily calcified mid lesion to pre-dilate, but at 13 atmospheres, the balloon ruptured. The system was removed without issue and a 3.0x15mm otw xience v stent delivery system was advanced, but could not cross the proximal bend of the right coronary artery. The system was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.